Manufacturer narrative:
Philips has investigated this complaint. The customer reported unable to produce x-rays. The quote has been cancelled by the customer. The philips has provided the service in a different wo. Fse reattached the l1 phase cable in the m cabinet's ny box in that wo. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was were corrected.

Event description:
It was reported to philips that the system was unable to produce x-rays. There was no reported patient or user harm. Philips has started an investigation of this complaint.